Manufacturer narrative:
The pump was monitored with multiple basal rates and the pump functioned properly. No pump turn off, blank display or display anomaly noted. However, moisture damage was found on the electronic assembly. Moisture damage was found on the motor assembly. The pump passed the functional testing and all operating current tests were normal. All operating currents were within specification, and no unexpected low battery, failed battery test or off no power alarms were noted. The pump was received with minor scratches on the display window and broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed off no power three times without a low battery warning. The customer also received failed battery test alarms before the insulin pump powered off in two occasions. The customer was unable to clear the alert and replace the battery as the insulin pump just turns off. The customer stopped using the insulin pump due to these issues. Customer's blood glucose level was 7.1 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.